Event description:
Revision surgery - the patient had pain in both knees. The surgeon decided a polyethylene swap was warranted and larger size inserts were implanted. This report covers the left knee; refer to (B)(4) for the right knee.

Event description:
Revision surgery - the pt had pain in both hips. The surgeon decided a polyethylene swap was warranted and larger size inserts were implanted. This report is for the left knee.

Manufacturer narrative:
The reason for this revision surgery was due to the patient experiencing pain in both knees. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed since information regarding the part and lot numbers was not provided. The root cause for the pain was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.